Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08-dec-2017 with the following findings: a review of the black box history showed multiple call service alarms. The issue was duplicated during power up. The call service failure was written to the black box as a call service failure. Investigation revealed that a language corruption occurred at a component on the printed circuit board resulting in a call service alarm.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and reported that call service alarm [069-0000] had been emitted by the pump more often than expected by the user. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.